Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that, the coil was advanced through a non-stryker( prowler select plus) microcatheter, the internal diameter (ID) of this microcatheter is 0.021. As per the target dfu, target detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in], max. Internal diameter 0.48 mm [0.019 in]). It is probable that the larger ID of the microcatheter used caused damage to the coils during advancement, leading to the as reported premature detachment of the coil. Therefore an assignable cause of user error will be assigned to the investigation.

Event description:
It was reported that the coil was detached prematurely inside the microcatheter. The detached coil was pushed out of catheter into the patient's body. There were no clinical consequences to the patient reported.

Manufacturer narrative:
The subject device is not avaialble.

Event description:
It was reported that the coil was detached prematurely inside the microcatheter. The detached coil was pushed out of catheter into the patient's body. There were no clinical consequences to the patient reported.